Manufacturer narrative:
Due to a recent FDA inspection, this MDR is being reported late as a result of a re-eval.

Event description:
Blades are breaking as they were either using them or placing them on the holder.